Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The reporter alleged that the pump's vibratory alarms were not functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audio tones functional, but no vibrations. Visual inspection revealed that there was moisture inside the pump. A leak test was performed and a pump case leak was found at a crack between the display lens and the case seal. The pump case was removed and moisture damage was found on the printed circuit board. Unrelated to the complaint, evaluation revealed that the display was dim and discolored with discolored lines crossing the display. A test display was inserted and found to function properly.